Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, episodes of pacemaker mediated tachycardia (pmt) were noted on the device image. Abbott technical support was contacted and confirmed that the pmt episodes were false and caused by a diagnostic anomaly. Reprogramming parameters were provided, and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.